Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure (batch no. B66019,b97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bloating. Previously administered products included for an unreported indication: iud from 2011 to 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2016, 1 year 5 months after insertion of essure, the patient experienced blood testosterone increased ("high levels of testosterone") and blood oestrogen increased ("high levels of testosterone and estrogen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), rash ("skin rash"), dyspareunia ("pain during intercourse") and abdominal pain lower ("cramping"). The patient was treated with surgery (on or about (B)(6) 2017, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, menorrhagia, blood testosterone increased, blood oestrogen increased and headache outcome was unknown and the genital haemorrhage, rash, abdominal pain lower, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, migraine, depression and anxiety had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, blood oestrogen increased, blood testosterone increased, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: occlusion of her devices. On an unknown date , hysterosalpingogram was performed with no complications as to placement/occlusion of her devices. Most recent follow-up information incorporated above includes: on 13-mar-2018: reporter, lot number added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bloating. Previously administered products included for an unreported indication: iud from 2011 to 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2016, 1 year 5 months after insertion of essure, the patient experienced blood testosterone increased ("high levels of testosterone") and blood oestrogen increased ("high levels of testosterone and estrogen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), rash ("skin rash"), dyspareunia ("pain during intercourse") and abdominal pain lower ("cramping"). The patient was treated with surgery (on or about (B)(6) 2017, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, menorrhagia, blood testosterone increased, blood oestrogen increased and headache outcome was unknown and the genital haemorrhage, rash, abdominal pain lower, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, migraine, depression and anxiety had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, blood oestrogen increased, blood testosterone increased, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: occlusion of her devices. On an unknown date , hysterosalpingogram was performed with no complications as to placement/occlusion of her devices. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical records received- reporter information, patient details, other relevant history, events- abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), fatigue, hair loss, blood testosterone increased (high levels of testosterone), high levels of testosterone and estrogen, migraines, headaches, depression, anxiety were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure (batch no. B66019,b97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bloating and hemorrhoids. Previously administered products included for an unreported indication: iud from 2011 to 2014 and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2016, 1 year 5 months after insertion of essure, the patient experienced blood testosterone increased ("high levels of testosterone") and blood oestrogen increased ("high levels of testosterone and estrogen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), rash ("skin rash") and abdominal pain lower ("cramping"). The patient was treated with surgery (on or about (B)(6) 2017, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, menorrhagia, blood testosterone increased, blood oestrogen increased and headache outcome was unknown and the genital haemorrhage, rash, abdominal pain lower, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, migraine, depression and anxiety had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, blood oestrogen increased, blood testosterone increased, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: occlusion of her devices on an unknown date , hysterosalpingogram was performed with no complications as to placement/occlusion of her devices. Lot numbers and exp/MFR dates b66019 aug2018 / aug2013. B97488 nov2016 / nov2013 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), rash ("skin rash"), dyspareunia ("pain during intercourse") and abdominal pain lower ("cramping"). The patient was treated with surgery (on or about (B)(6) 2017, plaintiff underwent a procedure to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, rash, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain and rash to be related to essure. Diagnostic results: on an unknown date , hysterosalpingogram was performed with no complications as to placement/occlusion of her devices. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.